Manufacturer narrative:
Initial report ref to natus complaint#(B)(4). Customer states their camera has a loose pivot. Customer could not confirm at the moment if it is a nv1 or nv2 camera - waiting for update. Technical service sent the customer the adverse event questionnaire. No response to date. Further investigation to be carried out.

Event description:
Customer states their camera has a loose pivot. Customer could not confirm at the moment if it is a nv1 or nv2 camera - waiting for update. No injuries reported.

Event description:
Customer states their camera has a loose pivot. Customer could not confirm at the moment if it is a nv1 or nv2 camera - waiting for update. No injuries reported.

Manufacturer narrative:
Follow up report 001 ref to natus complaint#(B)(4). Customer could not confirm the part number of the device. The device was requested to be returned for evaluation. Customer reports the nicu has "repaired" the camera/arm connection. Several follow up requests were made to technical service to follow up with the customer on the ae questionnaire and request to return the affected device for evaluation. 26-oct-2022 customer response: we have not had any adverse events. Per qms-004442, complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. Acceptable risk associated with complaint per hazard ID b1 of doc-017189 - nicview risk analysis, the risk is considered low. Severity-3: moderate. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Possibly related to capa004519 - can't confirm as part number is unknown. UDI number: n/a - no part number provided. Failure confirmed: no. Investigation result code: neuro sbu/product not returned. Closure rationale: complaint could not be verified, monitor for future occurrence. Low safety risk of harm, individual complaint related to issue stated. Complaint will be included in trending data for further review and investigation if needed.